Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while attempting to load a cartridge the customer received multiple "cartridge change error" messages stating "an error has occurred during the cartridge change process. Please close and try again". Reportedly, customer attempted to load two different cartridges and was unsuccessful. Customer had elevated blood glucose levels (440mg/dl). Customer delivered insulin shots to stabilize blood glucose levels.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.